Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Case type = ngp prime. Customer returned pump for an alleged for cosmetic damage, blank display, battery cap damage and pump expose to moisture damage. The sc1 locks properly in place in the reservoir compartment noted. Pump received with blank flashing white display. Pump received with scratched case and minor scratched lcd window during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump passed the leak test. Pump was cut open to perform visual inspection and found moisture damage inside the battery tube, j1/pcba 2, motor flex tail, 40 pin flexible printed circuit/lcd, and j5, r26/pcba 1. Swapping out test boards confirms blank flashing white display is isolated to pcba 1. Pump received with blank flashing white display due to moisture damage on the pcba 1. Unable to verify battery cap damage due to pump received without the original battery cap. Pump expose to moisture damage confirmed. Cosmetic damage confirmed on the case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer stated insulin pump was exposed of moisture. The device was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the sc1 cap locks properly in place in the reservoir compartment noted. Pump received with blank flashing white display. Pump received with scratched case and minor scratched lcd window during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump passed the leak test. Pump was cut open to perform visual inspection and found moisture damage inside the battery tube, j1/pcba 2, motor flex tail, 40 pin flexible printed circuit/lcd, and j5, r26/pcba 1. Swapping out test boards confirms blank flashing white display is isolated to pcba 1. Pump received with blank flashing white display due to moisture damage on the pcba 1. Unable to verify battery cap damage due to pump received without the original battery cap. Pump expose to moisture damage confirmed. Cosmetic damage confirmed on the case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a battery cap damaged. The customer also reported that the cracked on the battery compartment. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was advised to replace the insulin pump; however, the product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.